Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that per the physician, the cause of death was unknown. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the patient's death.

Manufacturer narrative:
Continuation of d10: product ID: l-envpro-14 (lot: 0012101428); product type: compression loading system (cls). Section d references the main component of the system. Other medical products in use during the event include: brand name enveo pro delivery system; product ID envpro-14 (lot: 0012140122); product type: delivery catheter system (dcs).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a degenerated non-medtronic surgical aortic valve (sav) (mitroflow 21) with 70 gradient mmhg, the valve to coronary distance (vtc) was low, approximately 2mm to the left coronary and 5mm to the right coronary, therefore the team elected to protect both coronary ostia. At the slightest opening of the valve during deployment, the patient became hypotensive. The valve was recaptured and the system was closed. The implant team tried to revive the patient without success. The patient died.